Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, electrograms revealed noise on the atrial lead. The noise could be reproduced in the clinic with left arm movement. The device was reprogrammed. There were no adverse consequences and the patient would continue to be monitored.